Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 117" and is unable to charge energy. Complainant indicated that there was no pt involvement in the reported malfunction.